Manufacturer narrative:
The author of the journal article was contacted for additional information. No additional information regarding the patient, dates of product usage or observed injuries could be obtained.

Event description:
It was reported in a february 2015 journal article that a patient developed stage 2 pressure ulcers which required medical intervention after using the anchorfast device in the prone position for four days. The patient was being treated for ards following intra-abdominal sepsis and aspiration pneumonia. The pressure injury resolved following several weeks of treatment. No additional information was able to be obtained.